Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot.

Event description:
It was reported that during a gastric bypass procedure, the staple drivers fell out of the reload in to the patient after completing a firing. It was unknown which firing of the device. It was unknown if the drivers were retrieved. The cut and staple line were complete and correctly formed. Procedure was completed with another device of the same product code and the same stapler. There were no patient consequences reported.